Manufacturer narrative:
Dianeal pd4 1.5% singlebag. Upon follow up, it was reported the peritonitis was manifested by cloudy fluid. The patient did not break aseptic technique. On the same day as event onset (diagnosis), the patient began treatment with intraperitoneal (ip) injection reflin and ip injection fortum (1 gram each, once a day each) for peritonitis, both antibiotics were discontinued 14 days after initiation). The patient was discharged from the hospital six days after diagnosis. Dianeal therapies were ongoing and the patient was recovered from this peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis and was hospitalized for the event. The cause was unknown. The patient was hospitalized for the event and was treated with reflin (1 gram, frequency and route not reported) and fortum (1 gram, frequency and route not reported) for the peritonitis. At the time of this report, the patient outcome was unknown. Action taken with pd therapy was not reported. Additional information is not available.